Event description:
The customer contacted stryker to report that their device was not detecting artifact appropriately during pacing. In this state the device may not be able to deliver pacing therapy if needed. This issue is patient related; however, there was no adverse event reported.

Manufacturer narrative:
The device was not returned for evaluation. The customer retained the device. The root cause was not established. Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank.